Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system on (B)(6), 2010. Post-implantation, the patient experienced burning pain in her right groin area, radiating into her thigh, and was prescribed neurontin (prescription duration unknown). Reportedly, the patient did not exhibit any incontinence or voiding issues since the implantation procedure, except for one leakage episode. On (B)(6), 2010, the patient returned to the physician with no complaints, and she did not exhibit any mesh-related problems. The patient was instructed to follow up in one year or when necessary. The patient went to the emergency room on an unknown date, believing that something was wrong with the sling (specifics unknown). The patient was reportedly prescribed elmiron (prescription duration unknown) in (B)(6) 2012. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. The patient's bmi was reported to be 27.